Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that implantable cardioverter defibrillator exhibited intermittently telemetry during interrogation. While attempting to reprogram the patient in slow ventricular tachycardia ¿ vt as the initial therapies were unsuccessful. A magnet was placed on the device temporarily inhibit therapy, as the buttons were greyed out. Poor communication was suspected between the device and the wand. While attempting to regain telemetry, the patient went back into sinus rhythm due to medications. The session was ended, device was re-interrogated and therapy was disabled to perform desired programming. It was noted that the patient received several shocks during magnet placement. Additional information received noted the patient deceased on (B)(6) 2018, the patient had requested to have tachycardia therapy turned off as the patient was palliative. There was no allegation from the physician that the death was device related.